Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, housing broke, was confirmed. The service technician/specialist observed that the housing was received in two pieces, and the bottom housing detached at the weld. An aseptic housing bottom o-ring loose/missing failure mode was diagnosed. As this is not a repairable product, the device was not returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.